Event description:
Physician was reported to have performed grafting of fascia lata, modified judet quadricepsplasty using orthadapt at bioimplant. No patient symptoms were reported. The graft was subsequently explanted. No further information is available.

Manufacturer narrative:
Orthadapt was used off-label in grafting of fascia lata, modified judet quadricepsplasty procedure. The product is not indicated for this use. Further information has been requested from the physician regarding this case, but no further details have been provided. Reason for explant is unknown. The manufacturer of the device at the time was pegasus biologics, inc.